Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed a leakage issue at the irrigation area. The irrigation piece on the vizigo sheath was broken upon removal from its packaging. The vizigo sheath was replaced and the procedure continued. There was no patient consequence reported. Additional information was received on 02-apr-2026 which indicated that this part had a leakage issue. The hemostatic valve did not dislodge inside the hub. No air entered patient¿s body. No treatment needed. Additional information was received on 21-apr-2026 which confirmed that it was a leakage issue at the irrigation area.